Event description:
One pt with discrepant troponin t and creatine kinase results. Initial troponin t result, 0.243 ng/ml; repeated three times giving 0.076, 0.070 and 0.076 ng/ml (different analyzer, same methodology). Initial creatine kinase result 2.72 ng/ml; repeated twice giving 3.27 and 2.48 ng/ml. Initial results were not reported. The field service rep was unable to determine root cause but noted he adjusted stirrer speed and voltage. Performance tests performed which were within spec. It has also been noted this customer does not use appropriate centrifugation steps as recommended by the tube MFR.